Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot: failed - perpetual rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: passed. Not able to perform functional testing due to perpetual rebooting. The complaint was confirmed for receiver initializing screen without manual restart due to receiver perpetually rebooting and found "the reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.